Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via phone call of low blood glucose readings and hospitalization from the pump. The customer's blood glucose reading was 35 mg/dl. The customer's husband administered a glucagon shot and called ems. The customer declined to talk with helpline for assistance.